Event description:
It was reported that implantable cardioverter defibrillator (ICD) encountered a setscrew problem. During attempt to advance/screw t he svc pin the setscrew could not progress and the ipg did not identify the lead. Subsequently, the setscrew was advanced and the ipg was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).